Manufacturer narrative:
In the event the device is returned to the manufacturer, no analysis will be done as the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference mft report #1627487-2017-02486. Note: it is unknown which lead has the issue; therefore both leads are being reported. It was reported one of the leads migrated. The lead was explanted and replaced. The stimulation was tested intra-op and the patient reportedly received effective stimulation therapy.